Event description:
Kimberly-clark received a complaint indicating that "they are finding blue fibers in patient's eyes". It was reported that the fiber was found in the sclera of the patient's eye but was not causing any harm. The physician will continue to monitor the eye. The patient was reported to be doing fine. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident device has not been returned for evaluation. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.